Manufacturer narrative:
(B)(4). Visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. Device history record (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial right knee procedure, an impactor pad fractured when it was hit with a mallet. It was reported that there was no patient impact and that no further information is available.

Manufacturer narrative:
Visual examination of the returned product found signs of repeated use and verified that it is fractured. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to wear and tear of the device from repeated use over time. The device has a potential field age of five years and exhibits signs of repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.